Manufacturer narrative:
Exact date unknown, event occurred a year ago.

Event description:
It was reported that the patient was experiencing frequent ipg charging. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. The explanted ipg was discarded.